Event description:
This ra lead was implanted on (B)(6) 2005 and is still in active implant. A call to technical services was made on (B)(6) 2014 stating that there was noise on the ra. The noise was at 0.2mv. As per discussion with technical services, will go to o.smv. The physician was dr. (B)(6) at (B)(6) in (B)(6). There is no further information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).